Manufacturer narrative:
Additional b5: the customer confirmed that this complaint is for the hook (prod ID cev2295a) instead of previously reported hook handle (product ID cev229-1a). The 3pk n5 hook for hook handle (cev2295a) was not returned for evaluation; therefore, investigation for cause was unable to be performed. Lot number information was not unavailable; thus, the device history record (DHR) could not be reviewed. It can be assumed that the coating on the hook has melted due to high voltage and/or the use of a very worn out hook. In addition, the instructions for use (IFU) provided with the instrument clearly warns of the the maximal assigned output voltage that can be applied to a monopolar high-frequency electrosurgical accessory and exceptions for special indications etched on the instrument and/or on a specific insert. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, staff discovered "thermal burns of the small intestine (very dilated in the patient, in ileus)". It was reported that during the use of the dia 5mm 350mm hook handle (cev229-1a), "visualization of an electric arc at about 5cm from the end of the hook, responsible for coagulation lesions on the small intestine". Staff immediately checked the hook and saw punctiform defect on the sheath at approximately 5cm from the hook tip. Suture were needed to cover the thermal burns found. Reportedly, there was a "risk of necrosis of the digestive wall which could lead to perforation and peritonitis.". It was reported that the "male, adult patient is fine. It just took him a while to get his bowel movement back, possibly related to the sutures that were necessary because of the burns.".